Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient fell in (B)(6) 2010, and a few weeks after the fall, she began experiencing heating around the ipg. The patient also reported that stimulation occasionally makes her feel nauseous. The patient's system was reprogrammed. It was reported that the patient's situation will be reassessed in the future. No product has been returned to the manufacturer for evaluation. No additional information is available at this time.